Event description:
The reporter contacted animas on (B)(6) 2012 alleging that after the patient had worn the pump while swimming, the pump emitted a call service alarm. The reporter stated that when the pump was rebooted to clear the call service alarm, the display screen did not come on and there were no audible tones. The reporter explained that the pump was rebooted again and the pump had no power at all, no audible tones, no screen display and no vibration. During troubleshooting with customer support, it was verified with the reporter that the battery cap tightens down securely, the keypad is intact and there is visible moisture under the display screen but no moisture in the battery compartment. The reporter confirmed that the battery cap on this pump had never been replaced. The user guide instructs the user to change the battery cap every three to six months. There are no reported adverse events associated with this complaint. This complaint is being reported because the pump powered off with no known cause or visible damage and this issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was visible moisture in the display lens. On testing, the pump does not power on and the pump information was not able to be downloaded. A leak test was performed which revealed a leak in the case seal. The pump cover was removed for investigation and revealed moisture inside the pump.